Event description:
Per the clinic, the patient received poor auditory perceptions/outcomes from her cochlear implant due to the duration of deafness and hypoplastic auditory nerve and the team feels she would be better served by an osia. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on november 17, 2022